Manufacturer narrative:
Based on the results of the investigation, the adhesive peeling around the objective lens and light guide lens was due to damage and deterioration. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited adhesive peeling around the objective lens and light guide lens. There was no patient involvement.